Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. An error machine pressure sensor auto zero failed was found in the device log; however, the error could not be reproduced. The fse replaced the pcba data acquisition (da) cable to address the reported event. A da pcba was return for analysis. An investigation was performed and was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the pressure sensor auto zero failed. The device was in use at the time of the event; however, there was no patient harm.